Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed a leak by the venous side in the retainer and diaphragm. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a gambro cartridge set an external blood leak occurred from the chamber. This occurred approximately 20 minutes into treatment. The amount of blood loss was not reported. The treatment was discontinued, and an unspecified amount of the blood in the extracorporeal circuit was returned to the patient. The treatment was restarted and completed without any further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.